Event description:
Port was filled with saline but it was impossible to deflate the saline filled, because port did only work in one direction. Follow-up findings: leakage at or near the tubing connector.